Event description:
The patient (pt) provided additional information. The pt noted a device concern as of (B)(6)2025. The contributing factors were a dog attack on (B)(6)2023. Pt reported steps taken were seeing their healthcare provider (hcp). The pt was hopeful to have the device replaced but information indicates replacement has not occurred yet. Pt noted they had no issues with their previous implant model. Patient repeated the device quit working. A medical report of patient's implant procedure noted high impedances during the implant procedure. The patient reported the issue has not yet been resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
On (B)(6) 2024, it was reported that a patient experienced issues with a pain stim implantable pulse generator (ipg) controller, which was in a foreign language. The patient encountered a "no device found" error and was unable to get any bars or vibration, with the vibration occurring in an unintended area instead of the back of their legs. The patient also faced difficulties with groups a, b, and c and may have seen screen 59 during the call. The controller issue began 3- or 4-weeks prior after an appointment. During troubleshooting, the patient was guided through the menu screen to change the language back to english, resolving the language issue. The patient was advised to contact their representative for reprogramming to address the vibration and group issues. No patient complications have been reported as a result of this event. On (B)(6) 2024 additional information was received, it was reported the patient clarified they could not get any bars referred to that they were hoping for the bars that illuminate horizontally that light up when you press and hold the lock on the controller. Stimulation was increased once tech disconnect the call and the patient felt stimulation in their low back and legs which was what the device was implanted for. Patient had not scheduled for reprogramming. On (B)(6) 2024 additional information was received, it was reported the device was not working and did not do anything. The patient noted it was still vibrating down their lower back and down their legs. One leg was a little stronger than the other leg but that did not bother the patient. On (B)(6) 2025 information was received from a patient who was implanted with an implantable neurostimulator (ins), it was reported that the reason for call was patient stated they had to come to (B)(6) for a while and the implanted neurostimulator quit working so they turned it off and put it in MRI mode. Patient stated they were not able to get into MRI mode today but they were not able to connect to charge the implant. Agent walked patient through removing the battery pack and re insert the battery and patient confirmed the controller powered on. Patient then connected the recharger and confirmed they were able to enter MRI mode. On (B)(6) 2025, caller states notes from a provider indicate the implantable neurostimulator (ins) stopped working after an injury in l ate (B)(6) 2024. Caller also stated the note indicated that the ins was tested by manufacturer representative (rep) and needs to be replaced, patient elected to proceed with replacement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 has been updated to include information previously captured in 3004209178-2025-09293 and 3004209178-2025-04136 as it was determined that this information pertains to this report instead. Continuation of d10: product ID: 977a260; lot/serial# (B)(6); implanted: (B)(6) 2014; product type: lead. Product ID: 977a260; lot/serial#: (B)(6); implanted: (B)(6) 2014. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
(B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). Caller mentioned they were reprogrammed by their rep, but their unit is not working properly. Caller mentioned the unit does not stop the pain where is it supposed to stop the pain. Caller was told that the wires are defective and something is wrong with the wires. Caller shut off their implant for 2 about two months because it was not functioning right. Caller talked to their rep every week but issue didn't resolve. Agent redirected patient to hcp. See previous cases. Caller mentioned for their previous implant worked just like their new implant. Caller mentioned the piece of equipment was taken out of them and disposed of. Agent understood this as previous implant battery. Agent tried to asked more information about the previous implant then caller start mentioning that they were in a tragic accident. Caller clarified that the unit hadn't work 36 days after the new implant was installed. Caller inquired on how to contact the legal team. Agent provided legal phone number to give to their attorney. (B)(6) 2026: additional information was received from the patient (pt). Pt clarifies that their previous ins worked perfect. Their ins does not work stating they need stimulation at l4 and l5 but were not getting it. Pt reports the cause of the issues was undetermined. Pt reports being in more pain and having a worse quality of life with their device not working, stating they are taking more narcotics and over the counter medications. Pt reports their ins "officially quit working (B)(6) 2024". (B)(6) 2025: information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was caller mentioned that they are having problem charging their implant. Caller stated that there is flashing greenlight and it will work for 5 to 10mins and it will shut off around 40% to 50%. Caller also mentioned that they met with a manufacturer representative (rep) yesterday and advised to call us. Agent attempted to asked the event date but caller did not provide. Agent asked the patient to remove the battery. Caller re-inserted the battery. Caller confirmed no damaged on recharger cord, recharger pins and controller charging pins. Agent asked the caller to wipe the recharger port pins using clean shirt and blow air to the controller charging port to clear any debris. Caller plugged the recharger in. Caller confirmed seeing searching for device - recharging excellent with 90% on the controller and 80% on the implant. Agent put the call on hold for couple of minutes to monitor the charging issue. Caller mentioned that the controller shuts off but still seeing green blinking lights. Agent reviewed information to patient about controller sleep mode. Caller confirmed controller is at 90% and implant is at 90%. Caller also mentioned that the implant charged up to a 100%. The troubleshooting steps that were taken on the call resolved the issue. (B)(6) 2025: patient calling back in stating that their ins was not working. The patient mentioned the stimulation was in the wrong area. They felt the stimulation to the front side of their leg and right ribs to their stomach. Patient stated that it reprogrammed 3-4x now but it was still the same. The patient couldn't adjust it but got a message couldn't provide desire intensity. The patient was frustrated because the previous implant was working for them perfectly and they don't have any complaint, but now with the new one it was not working with them. They mentioned they received a MDR letter. Agent reviewed and advised the patient to answer and sent it back. The patient thought about involving their lawyer with this matter and planning as well to move to a different manufacture. 2026-feb-20: additional information was received from the patient (pt). Pt reports they got a new system in (B)(6) of 2025.